Event description:
The customer states that a false negative axsym toxo igg assay result has been generated on one patient sample. The sample generated an initial gray zone result of 2.31 iu/ml with the axsym toxo igg assay. One week later, this sample was retested and generated a negative result of 1.89 iu/ml. Two days later, this same sample was again retested and generated a positive result of 4.20 iu/ml. The patient is known to be toxo igg positive (previous results of 3.15 / 3.98 iu/ml). The customer did not provide any further patient history. Controls have been within specifications but erratic. No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.